Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy: birth - no complication') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury related to essure? Yes."), urinary tract disorder ("urinary problem"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), headache ("other injuries/symptoms: headaches") and pelvic pain ("pelvic pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device and psychological trauma outcome was unknown and the genital haemorrhage, abdominal pain, urinary tract disorder, urinary tract infection, vaginal infection, headache and pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device dislocation, genital haemorrhage, headache, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: (10-jun-2014, 12apr2011 discrepancy noted in date of insertion). She had received treatment for pains,bleeding,migration,bladder/urinary problem,headaches. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received:case became incident case. Patient date of birth added. Reporter information,indication updated. Event 'injury nos' has been updated and new events 'migration', 'pregnancy', 'general abnormal bleeding', 'abdominal pain', 'psychological trauma', 'device ineffective', 'urinary problem', 'uti', 'vaginal infection', 'headaches', 'pelvic pain' were added. Product start date changed and stop date added. Outcome of events pelvic pain,abdominal pain,genital bleeding,urinary problems,urinary tract infection,vaginal infection,headaches were added as recovered. Case became valid case. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the uterine cornua') and device dislocation ('migration') in a 27-year-old female patient who had essure (batch no. 809011) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included abdominal pain, vaginal bleeding, urinary tract infection, diarrhea, hemorrhagic cyst and cellulitis. Concurrent conditions included nausea, ovarian cyst, ovarian torsion, vaginal pain, back pain, flank pain, urgency urination, vomiting, vaginal haemorrhage, abdominal cramps, meningitis, sepsis, fever, headache, neck pain and hydronephrosis. Concomitant products included levonorgestrel (mirena), levonorgestrel from (B)(6) 2014 to (B)(6) 2015, methotrexate and norethisterone acetate (norethindrone acetate) from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy miscarriage"), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abortion spontaneous ("miscarriage"), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problem"), vaginal infection ("vaginal infection"), headache ("other injuries/symptoms: headaches"), depression ("psychological or psychiatric problems condition: depression / psych injury related to essure? Yes."), anxiety ("psychological or psychiatric problems condition: mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (tubal ligation and tubal ligation, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, pregnancy with contraceptive device, abortion spontaneous, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia and fatigue outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, urinary tract disorder, urinary tract infection, vaginal infection and headache had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device dislocation, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, mood swings, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: (B)(6) 2014, (B)(6) 2011 discrepancy noted in date of insertion). She had received treatment for pains,bleeding,migration,bladder/urinary problem,headaches. Discrepancy noted in date of removal (B)(6) 2018 and (B)(6) 2018. Most recent follow-up information incorporated above includes: on 6-mar-2020: plaintiff fact sheet received. Lot number added. Events added from pfs- hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, dyspareunia (painful sexual intercourse), fatigue, did not undergo confirmation test, miscarriage. Outcome of event pregnancy were updated. Onset date of event urinary tract infection, pregnancy with contraceptive device, pelvic pain were updated. Concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the uterine cornua') and device dislocation ('migration') in a 27-year-old female patient who had essure (batch no. 809011) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included abdominal pain, vaginal bleeding, urinary tract infection, diarrhea, hemorrhagic cyst and cellulitis. Concurrent conditions included nausea, ovarian cyst, ovarian torsion, vaginal pain, back pain, flank pain, urgency urination, vomiting, vaginal haemorrhage, abdominal cramps, meningitis, sepsis, fever, headache, neck pain and hydronephrosis. Concomitant products included levonorgestrel (mirena), levonorgestrel from (B)(6) 2014 to (B)(6) 2015, methotrexate and norethisterone acetate (norethindrone acetate) from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy miscarriage"), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abortion spontaneous ("miscarriage"), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problem"), vaginal infection ("vaginal infection"), headache ("other injuries/symptoms: headaches"), depression ("psychological or psychiatric problems condition: depression / psych injury related to essure? Yes."), anxiety ("psychological or psychiatric problems condition: mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (tubal ligation, salpingectomy (bilateral removal of fallopian tubes) and tubal ligationsalpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, pregnancy with contraceptive device, abortion spontaneous, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia and fatigue outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, urinary tract disorder, urinary tract infection, vaginal infection and headache had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device dislocation, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, mood swings, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: ((B)(6) 2014, (B)(6) 2011 discrepancy noted in date of insertion). She had received treatment for pains,bleeding,migration,bladder/urinary problem,headaches. Discrepancy noted in date of removal (B)(6) 2018 and (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the uterine cornua'), device dislocation ('migration'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and abortion of ectopic pregnancy ('miscarriage') in a 27-year-old female patient who had essure (batch no. 809011) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included delivery in 2008, delivery in 2005, abdominal pain, vaginal bleeding, urinary tract infection, diarrhea, hemorrhagic cyst and cellulitis. Concurrent conditions included nausea, ovarian cyst, ovarian torsion, vaginal pain, back pain, flank pain, urgency urination, vomiting, vaginal haemorrhage, abdominal cramps, meningitis, sepsis, fever, headache, neck pain and hydronephrosis. Concomitant products included levonorgestrel (mirena), levonorgestrel from (B)(6) 2014 to (B)(6) 2015, methotrexate, norethisterone acetate (norethindrone acetate) from (B)(6) 2014 to (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In (B)(6) 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abortion of ectopic pregnancy (seriousness criterion medically significant), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problem"), vaginal infection ("vaginal infection"), headache ("other injuries/symptoms: headaches"), depression ("psychological or psychiatric problems condition: depression / psych injury related to essure? Yes."), anxiety ("psychological or psychiatric problems condition: mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (tubal ligation, salpingectomy (bilateral removal of fallopian tubes) and tubal ligationsalpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, abortion of ectopic pregnancy, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia and fatigue outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, urinary tract disorder, urinary tract infection, vaginal infection and headache had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The reporter considered abdominal pain, abortion of ectopic pregnancy, anxiety, depression, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: ((B)(6) 2014, (B)(6) 2011 discrepancy noted in date of insertion). She had received treatment for pains,bleeding,migration,bladder/urinary problem,headaches. Discrepancy noted in date of removal (B)(6) 2015, (B)(6) 2018, (B)(6) 2018 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - in (B)(6) 2012: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet: the event ¿pregnancy miscarriage¿ was updated to ¿ectopic pregnancy¿. On 11-may-2020: plaintiff fact sheet: test that confirm the pregnancy was reported. The event miscarriage was recoded to abortion of ectopic pregnancy. New date regarding bilateral salpingectomy were reported. The patient's medical history and concomitant drug were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the uterine cornua'), device dislocation ('migration'), ectopic pregnancy with contraceptive device ('ectopic pregnancy') and abortion of ectopic pregnancy ('miscarriage') in a 27-year-old female patient who had essure (batch no. 809011) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included delivery in 2008, delivery in 2005, abdominal pain, vaginal bleeding, urinary tract infection, diarrhea, hemorrhagic cyst and cellulitis. Concurrent conditions included nausea, ovarian cyst, ovarian torsion, vaginal pain, back pain, flank pain, urgency urination, vomiting, vaginal haemorrhage, abdominal cramps, meningitis, sepsis, fever, headache, neck pain and hydronephrosis. Concomitant products included levonorgestrel (mirena), levonorgestrel from october 2014 to october 2015, methotrexate, norethisterone acetate (norethindrone acetate) from october 2014 to october 2015 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression / psych injury related to essure? Yes."), anxiety ("psychological or psychiatric problems condition: mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue") and migraine ("migraine"). In (B)(6) 2012, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 4 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abortion of ectopic pregnancy (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), urinary tract disorder ("urinary problem"), vaginal infection ("vaginal infection") and headache ("other injuries/symptoms: headaches"). The patient was treated with surgery (tubal ligation, salpingectomy (bilateral removal of fallopian tubes) and tubal ligationsalpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, abortion of ectopic pregnancy, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia, fatigue and migraine outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, urinary tract disorder, urinary tract infection, vaginal infection and headache had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The reporter considered abdominal pain, abortion of ectopic pregnancy, anxiety, depression, device dislocation, dyspareunia, ectopic pregnancy with contraceptive device, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: ((B)(6) 2014, (B)(6) 2011 discrepancy noted in date of insertion). She had received treatment for pains,bleeding,migration,bladder/urinary problem,headaches. Discrepancy noted in date of removal (B)(6) 2015, (B)(6) 2018, (B)(6) 2018 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - in (B)(6) 2012: positive. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-jul-2020: pfs received: event migraine added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy: birth - no complication') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury related to essure? Yes."), urinary tract disorder ("urinary problem"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and headache ("other injuries/symptoms: headaches") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, urinary tract disorder, urinary tract infection, vaginal infection and headache had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device dislocation, genital haemorrhage, headache, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: ((B)(6) 2014, (B)(6) 2011 discrepancy noted in date of insertion). She had received treatment for pains,bleeding,migration,bladder/urinary problem,headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the uterine cornua') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abdominal pain, vaginal bleeding, urinary tract infection, diarrhea, hemorrhagic cyst and cellulitis. Concurrent conditions included nausea, ovarian cyst, ovarian torsion, vaginal pain, back pain, flank pain, urgency urination, vomiting, vaginal haemorrhage, abdominal cramps, meningitis, sepsis, fever, headache, neck pain and hydronephrosis. Concomitant products included levonorgestrel (mirena) and methotrexate. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury related to essure? Yes."), urinary tract disorder ("urinary problem"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and headache ("other injuries/symptoms: headaches") and was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication"). The patient was treated with surgery (tubal ligation). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, pregnancy with contraceptive device and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, urinary tract disorder, urinary tract infection, vaginal infection and headache had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device dislocation, embedded device, genital haemorrhage, headache, pelvic pain, pregnancy with contraceptive device, psychological trauma, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: ((B)(6) 2014, (B)(6) 2011 discrepancy noted in date of insertion). She had received treatment for pains,bleeding,migration,bladder/urinary problem,headaches. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: medical record received reporter information was added. New event added embedded device. Medical history, concomitant drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.